Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of an ilet system experienced prolonged hyperglycemia above 300 mg/dl for approximately three days, followed by hypoglycemia after performing a supply change and making two breakfast meal announcements, which led to a low of 59 mg/dl; the user later recovered to 95 mg/dl after carbohydrate treatment. Symptoms included dizziness, malaise, and delirium during the hyperglycemic period. Outcomes included on-call troubleshooting and education regarding earlier escalation when glucose remains above 300 mg/dl for over 90 minutes, and instruction to avoid multiple meal announcements during recovery. Investigation included a review of the event details and remote troubleshooting and education. Investigation of this case revealed an unclear cause of the hyperglycemia, with a suspected prior infusion or supply issue that could not be confirmed because supplies were discarded; the subsequent hypoglycemia was attributed to dosing behavior after the site change and meal announcements. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.